Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause for the valve thrombosis could not be confirmed, but may be related to one or more of the mechanisms described above. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in (B)(6), approximately 1 year and 8 months post procedure, the patient showed evidence of valve thrombosis on echo and CT with peak gradient less than 100mmhg and symptoms of dyspnea. The patient was treated with heparin, but did not respond to the treatments. Patient was scheduled for surgery and abundant thrombus opposition on the aortic side of the leaflets was observed. The thrombus was removed and post-op echo showed the gradient was 16mmhg and there was no pvl. Valve function was normal and the leaflets were intact after the thrombus removal. At the time of the report the patient was stable.

Manufacturer narrative:
Imaging was reviewed by an edward¿s physician. Three short echo scenes were submitted for review, but no procedural echo or cine were provided. The 3 short echo runs were observed. The short axis view shows possible thrombus. Impressions: the short axis view shows possible thrombus, however, the complaint is unable to be confirmed do to the short echo runs and lack of procedural echo or cine images.